Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during priming. The customer's blood glucose level was unknown. The customer also reported that the insulin pump had diminished battery life, had crack on the back of the pump act button was sticky and hard to press. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act, up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill anomaly due to unresponsive button. Device had cracked battery tube threads, cracked reservoir tube lip. (B)(4).